Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels three months prior to the initial call. The customer had to call paramedics for assistance but was not hospitalized. The customer declined assistance with the issue. The customer did not return the product back for analysis.